Event description:
Pt was in critical condition from significant blood loss after it was discovered that the catheter on the implanted pump apparently became disconnected or leaked. Pt underwent emergency surgery and a significant amount of blood was evacuated from their abdomen. The next day, pt was brought back to the o.r. And at that time, they were re-opened. When the surgeon re-explored the abdomen, he noted that the catheter was leaking at the insertion point of the catheter into the hepatic artery. Pump and catheter were removed during this surgery and discarded. Pt is currently in critical condition following surgery that located the bleed site.